Event description:
Boston scientific received information that during a changeout device procedure after the device declared ert and the patient had collapsed due to unknown cause loss of capture was noted on this right ventricular lead. External pacing was required. This right ventricular lead remains in situ.

Manufacturer narrative:
Upon additional information, this investigation will be updated. The cause of the collapse is unknown.